Event description:
Revision surgery - the pt fell in 2009 and injured their medical collateral ligament. As a result, the implant became loose and unstable.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 6.3 years of pt use. There was no delay in surgery and another suitable device was available for use. The surgery was completed as intended. The device was not returned to djo surgical for exam. A review of the device history record showed no non-conforming material report's associated with this product. A review of the product complaint report allows this is the third complaint for this part number (two infections). The root cause was most likely due to the pt falling. There are no indications of a product process issue affecting implant safety or effectiveness.